Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Recurrent diverticulitis did the patient receive any preoperative chemotherapy or radiation? No chemo or radiation were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? I fired (dr. Parr) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? All the way closed. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We did not retighten. Was the device difficult to close? It was not difficult to close. Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Good feedback were the donuts inspected? Donuts were full but thin was a complete transection of the white breakaway washer visually confirmed? White washer confirmed were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? Normal leak test w air insufflation was the staple line visualized endoscopically during the initial surgical procedure? No endoscopic visualization/ not routine how was the leak identified? What was observed at the site of the leak upon reoperation? What is the current status of the patient? We also used icg to verify good perfusion of proximal and distal colon no tension of anastomosis and good colon tissue anastomosed post op day 1-2 pt had anemia requiring prbc. This resolved post op day 4 pt regained bowel function and diet advanced overnight pt developed worse pain and CT showed free air pt was taken to or immediately. Opening identified laparoscopically at the anterior right side of the patient at circular staple line. Stool tinged but no gross contamination. I could fit tip of grasper through hole at anastomosis. Anastomosis resected and redone w same technique. Pt discharged after another 5 days without further issue pending post op visit. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a robotic sigmoid colectomy the patient presented approximately ninety-six hours with an anastomotic leak. A second procedure was done, and the wound was reinforced with suture. The patient will be discharged on (B)(6) 2020.